Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. The sheath was prepped normally and inserted into the groin after the physician went transseptal. They aspirated after removing the dilator and were continuously drawing air into the syringe. Sheath valve was loose, and air was being drawn through the valve into the syringe while aspirating. The device was replaced, and the procedure was completed without patient complications. The sheath was disposed.